Event description:
It was reported that tandem mobi pump experienced cartridge alarm during use and caller sought assistance. There was no adverse impact to the customer's blood glucose level. Customer loaded different cartridge, successfully resumed insulin delivery, and no further issues were reported.